Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks, resulting in the implantable cardioverter defibrillator (ic d) experiencing premature battery depletion. It was suspected that the right ventricular (rv) lead had dislodged, resulting in oversensing of the atrium. The ICD was explanted and replaced, and the rv lead remains in use. No further patient complications have been reported as a result of this event.